Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to the handling of the device.

Event description:
On 09/28/2021, it was reported by a sales representative via sems that during a mtpj fusion w maxforce plate, the ar-4166 depth gauge was measuring 4-6mm long and then 2-8 mm off. The case was completed by using a new ar-4166.